Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The boards and connections in the workstation were reseated. The system was tested and operates as intended.

Event description:
The customer reported that there was a problem with the swap and the foot pedal of the 9600 system problem. No patient injury was reported.